Event description:
A slic screw was implanted in the patient's wrist. Thirteen months post op, the patient experienced pain in the joint. Via x-ray, the screw was determined to be broken in half. The screw was explanted.